Event description:
It was reported that multiple occlusion alarms occurred. There was no reported adverse impact to customer's blood glucose. Customer changed the infusion set and cartridge to resolve the blockage. Customer resumed pump therapy.